Event description:
Pt was treated for an 8 month non-union of a supracondylar humeral fracture and a comminuted subcapital fracture with a retrograde flexible nail locked proximally with four peripheral wires. Approx 8 months post implantation, non-union was noted and the wires were noted as broken and all hardware was removed.